Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl and that the cannula was not properly inserted into the skin. There was insulin leaking noted at the insertion site. The pod was worn between 5 and 24 hours on the arm. Hyperglycemia treated by patient activating new pod.